Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4th son in (B)(6)) and parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("permanent fatigue"), ear pain ("ear pain") and headache ("headaches"). The patient was treated with analgesics and vitamins nos. Essure was removed. At the time of the report, the heavy menstrual bleeding, fatigue, ear pain and headache outcome was unknown. The reporter provided no causality assessment for ear pain, fatigue, headache and heavy menstrual bleeding with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-mar-2022. The most recent information was received on 21-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4) and parity 4 (4th son in 2014). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("permanent fatigue"), ear pain ("ear pain") and headache ("headaches"). The patient was treated with analgesics and vitamins nos. Essure was removed. At the time of the report, the heavy menstrual bleeding, fatigue, ear pain and headache outcome was unknown. The reporter provided no causality assessment for ear pain, fatigue, headache and heavy menstrual bleeding with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.